Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced low heart rates. It was also reported that right atrial (ra) lead and right ventricular (rv) leads were "displaced". It was also reported that ra and rv leads both exhibited high thresholds and intermittent capture. The ra lead exhibited intermittent under-sensing. The rv lead under-sensed one event on the current electrograms (egm). The ra and rv leads were both explanted and replaced. No further patient complications have been reported as a result of this event